Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained using contralateral approach. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left iliac vessel. After a 0.014" non-bsc guide wire crossed the lesion and pre-dilatation was performed using a sterling balloon catheter, a 7.0x60x135 cm express¿ ld vascular stent was advanced but failed to cross the lesion. The device was forcibly pushed but resistance was encountered. The device was removed and it was noted that the stent was deformed. Subsequently, the guide wire was replaced with a 0.035" guide wire and the procedure was completed with a different size express¿ ld vascular stent. No patient complications nor injuries were reported.